Event description:
It was reported the patient had a car wreck about 1-2 weeks prior to report and the patient had stimulation in the wrong location. It was stated that since the car accident they felt stimulation at the "top of her crack" and on the "right cheek." The patient stated the stimulation was painful and they had to turn it way down but then they were ¿peeing all over the place.¿ it was noted that prior to the accident they were feeling stimulation between their legs and they could hardly feel it. Reportedly, the patient¿s nurse at the doctor¿s office could not get their stimulation to work and the doctor ordered x-rays of the implantable neurostimulator (ins) and lead wires. Additional information from the healthcare provider stated the cause of the event was a car accident. It was noted reprogramming was done numerous times and the patient did not require hospitalization. It was reported they were awaiting a new manufacturer representative for a revision.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).